Event description:
It was reported that during a plif, posterior lumbar interbody fusion, case at levels l3 - s1, as the surgeon was inserting the screw in s1, when he was levering against the tissue, the screw levered against the sacrum and the head of the bone screw broke. This caused the polyaxial head to come off as well. The fragment was retrieved along was the bone screw and the polyaxial head. The surgeon used a new screw, and was able to complete the procedure with no further problem. No other information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: after product development evaluation, it was determined that the scoring pattern displayed on the poly-axial head was a result of contact between the implant & bony anatomy and subsequent drag experienced during pedicle screw insertion. The drag imposed on the poly-axial head caused the collet to remain in the pop-off position, allowing the head to partially disengage the bone-screw. The failure mechanism displayed by the damaged bone=screw can only be achieved through an applied tensile load. The condition of the screw indicates that the engaged holding sleeve attachment was partially unthreaded from the implant interface, at which point a cantilever load was applied to assembly during screw insertion. This incomplete engagement allowed the cantilever force to concentrate on one section of the identified threads, exceeding the design¿s tensile limits. After failure of the bone=screw threaded interface, the holding sleeve used was permitted to translate and effectively transfer its cantilever load to the poly-axial head and complete its partial disengagement from the bone=screw. Upon failure, it is likely that these events seemed to transpire simultaneously. In-house bench testing supports this evaluation, the results of which consistently demonstrate head pop-off loads in excess of 9,000 n. As a material, bone is physically incapable of withstanding such forces and in this scenario would have failed much earlier than the poly-axial head retention mechanism. The matrix technique guide as well as other product support information fully illustrates the proper method of loading and unloading screws from a matrix holding sleeve; however, the assembly configuration of the holding sleeve and pedicle screw cannot be verified and so the complaint must be rendered indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes mnh, mni, kwq, kwp. Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results - visual inspection ¿ the received product was not assembled and the screw body/collet is detached from the screw. A portion of the screw head is broken where the instrument would screw into the inner diameter threads. Manufacturing record review - a review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Complaint history analysis - no previous records for this part number associated with this issue. Risk assessment - no adverse consequences were reported and all the broken pieces were retrieved. A replacement screw was available and the surgeon was able to successfully complete the procedure. Conclusion - the failure mechanism displayed by the damaged bone screw can only be achieved through an applied tensile load. The condition of the screw indicates that the engaged holding sleeve attachment was partially unthreaded from the implant interface, at which point a cantilever load was applied to assembly during screw insertion. This incomplete engagement allowed the cantilever force to concentrate on one section of the identified threads, exceeding the designs tensile limits. The matrix technique guide as well as other product support information fully illustrates the proper method of loading / unloading screws from a matrix holding sleeve. However, as the assembly configuration of the holding sleeve and pedicle screw cannot be verified, the complaint must be rendered indeterminate. The complaint was also deemed indeterminate from a manufacturing position as the manufacturing investigation determined that the complaint condition was due to an unknown cause.